Event description:
During a laparoscopic gastric bypass procedure, the device locked up on first attempt to grasp tissue. No pt consequence. Case completed with another device of the same product code.